Event description:
During training by a zoll medical sales representative the device did not power up with display. Complainant indicated that there was no patient involvement in the reported malfunction.